Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2005 and mesh was used. The patient experienced multiple complications, including erosion, formation of scar tissue, additional surgeries and neurologic compromise to her structures and tissues. No additional information has been provided.

Manufacturer narrative:
(B)(4). The patient underwent mesh implantation in order to treat prolapsed bladder. It was reported that the patient had a concurrent procedure of a sacral spinal ligament vaginal suspension and repair of enterocele performed during mesh implantation. It was reported that patient underwent mesh revision/removal on (B)(6) 2011. No additional information was provided.

Manufacturer narrative:
Date sent to the FDA: 06/10/2016. (B)(4). It was reported that following insertion the patient experienced urge incontinence.

Manufacturer narrative:
Additional information: in addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure and mesh was implanted due to stress urinary incontinence. Following insertion, the patient experienced painful urination, painful and urgent bladder spasms, and frequent urination. It was reported that the patient still has to wear pads because she is afraid of accidents and still has them. She reports has to avoid caffeine, spicy foods, alcohol and anything containing acid because it irritates her bladder. She reports a lack of response in her vagina which has affected her sexual experience. (B)(4).